Event description:
The hospital reported through doc matter that t.w. Power supply used for an endoscopic vein harvesting procedure, knob frequently falls off. There is no replacement. When the knob is off, they can't see where the setting is because the mark is on the knob. If the power setting was adjustable on the hand control or on the surgical field this would be very useful to use the variable sealing and cutting properties of the device.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10, h11 corrected section: d4-catalog #, h3-if other provide code -explain , h6-type of investigation (3) trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. H3 other text : device not returned.